Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, a post op check was performed, and it was discovered that the left ventricular lead could not capture without causing extra cardiac stimulation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.